Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's lead exhibited high thresholds, oversensing, noise, pacing failure, low impedance, and high and undefined impedance. It was further reported that the lead had insulation damage and a fracture. The lead remains in use, but was scheduled to be revised. No patient complications have been reported as a result of this event.